Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient deceased one day post the implant procedure. There is no known allegation from a health care professional that suggests that the death was lead related. The cause of death was unknown. No additional information was reported.